Manufacturer narrative:
Per the srt, the flow version was being displayed as dashes. He reseated a loose connection within the module. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the control module was not displaying the flow software version causing the control module to malfunction. There was no patient involvement.